Event description:
A fallopian tube clip was applied by the dr, but it was placed at an incorrect angle. Another clip was applied and slightly dislodged the first one. The dr then tried to grasp and remove the first clip, but only managed to squeze or crimp the back of the metal spring into a small projection. One or two additional clips were placed on the tube to ensure occlusion. No additional procedures were necessary.